Event description:
It was reported that the patient presented to the hospital with complaints of "not feeling well". The device could not be interrogated, there was no magnet response, and there was no pacing. The device was explanted. No patient complications have been reported as a result of this event. The device was returned with an additional report of no output.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. Other: it was reported that the patient presented to the hospital with complaints of "not feeling well". The device could not be interrogated, there was no magnet response, and there was no pacing. The device was explanted. No patient complications have been reported as a result of this event. The device was returned with an additional report of no output. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Device was out of specification in a manner that relates to event, interrogate, difficult to, magnet mode discrepancy, output, none, pace, failure to.